Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented and that it was affecting the keyboard fit, and that the upper and lower cases were broken, both bail covers and both bails were missing, the battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).